Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the emea region reporting "the a/w connector at the lg plug is loosened and leaky" involving pentax medical video colonoscope model ec38-i10cl, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The connector must be fastened.as part of the service request. This event is FDA reportable due to the lack of information to justify that this event would not cause or contribute to a serious injury or other adverse event.